Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Ccp stated that he saw it happen one time last week, he does not remember which day. The field service representative (fsr) replaced the display. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, all pixels stayed on for an extended period of time on the centrifugal control unit (ccu). The device was not changed out, as they used the unit without any problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.